Event description:
It was reported that patient reported having pocket stimulation a couple months post implant. The left ventricular lead was programmed off. While in office, the lead was turned back on and high impedance and pocket stimulation were noted. A revision will be scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 694765 implantable tachy lead (B)(6) 2011; d274trk implantable cardioverter defibrillator (B)(6) 2011; 5076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that that patient reported having pocket stimulation a couple months post implant. The left ventricular lead was programmed off. While in office, the lead was turned back on and high impedance and pocket stimulation were noted. A revision will be scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance information was received, analyzed, and high resistance/impedance was found. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011 when the lv pacing lead impedance was >3000 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.